Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that every time customer attempts to save the programmed hours for basal rate profile 1, the profile shows 0.0 units per hour for all 24 hours. However, when program the same basal rate amounts for each hour under basal rate profile 2 and basal rate profile 3, the basal rate amounts are saved as expected. No adverse event was reported. The infusion set was requested to be returned for product evaluation.